Event description:
A report was received that the patient stopped using the scs since it caused discomfort. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the reason for the explant was not due to the scs causing discomfort, which was previously reported, but due to the patient having a pain pump implanted. The patient underwent an explant procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient stopped using the scs since it caused discomfort. The patient will undergo an explant procedure.